Manufacturer narrative:
Unfortunately, no sample was received for evaluation therefore we were unable to confirm the reported issue. However, samples of the process were reviewed and no problems were found. Our manufacturing process was also reviewed, and no problems were found related to the issue reported. A possible root cause is that objects such as heavy tape, towels, or bed linens may over insulate the circuits. Impede normal head convection, and cause damage to the tubing or interruption of gas delivery to the pt causing the circuit to melt.

Event description:
Device was being used with 31% oxygen bled into circuit cat# 10311-h85. Used with 800mr901 or 900mr559 adapter providing heated humidified o2 to the pt¿s trach using liquid oxygen. Pt caregiver (foster mom) states that the circuit ¿melted all over the blanket¿. No pt injury.